Event description:
Dear sir or madam, in (B)(6) 2017 an ethicon vicryl mesh vwml 12 x 12 was placed in my abdomen. That mesh failed. It did not keep my wound closed. I developed an enterocutaneous fistula. This condition was very debilitating and caused me to be bedridden for a year (awaiting a repair). I am not asking for ethicon to acknowledge this failure - as it happened in 2017. However; at some point during this time, two pieces of this mesh migrated upward and attached to my diaphragm - this was unknown to me and my doctors. The pieces of mesh caused a small fluid pocket in front of my spleen. This fluid pocket was seen on CT scans beginning in 2017 and continued. The pocket remained static until I became ill in (B)(6) of this year (2024). At that time it was discovered (via CT scan taken in ER) that the fluid pocket had tripled in size, was infected and required intervention. It was decided after trying to treat it with IV antibiotics for nearly 3 weeks that the fluid pocket required surgical removal along with my spleen. During the procedure the surgeon found two pieces of fibrous material attached to my diaphragm. It was identified as mesh by the pathologist. The mesh was from the ethicon vicryl mesh vwml 12 x 12 placed in 2017. I have never had any other mesh placed and again the small fluid pocket at my spleen was noted since CT scans in 2017. I contacted ethicon regarding this issue. The mesh that was used is not part of a recall. It was clear in dealing with ethicon that they knew I have suffered a problem but I would need an attorney to advocate on my behalf. They would not take any responsibility otherwise. I have suffered the loss of my spleen and the immune system protections it provides. The surgery to remove the spleen and the fluid pocket was very difficult to recover from. Since the surgery I have had to go through a series of iron infusions and now my vitamin d is extremely low. It is causing neuropathy a very painful condition. When the mesh was placed, it was used appropriately ( to close the wound in my abdomen). There was no indication of pieces breaking off certainly nothing would give surgeons an indication that pieces would migrate upward. Additionally, the mesh - after seven years - had not been absorbed and was readily identifiable as mesh material by the pathologist. I was offered to submit a claim to ethicon but it was later denied. Ethicon's position is that their mesh was not defective, despite the evidence otherwise. A 9.1 x 4.3 x 6.2 cm heterogenous lesion with central cystic/necrotic areas and peripheral irregular enhancement is identified in the left upper quadrant.